Event description:
It was reported the insulin pump would not power on. The patient replaced the battery to no avail. The patient did not suffer any symptoms or seek any medical attention or treatment. Troubleshooting revealed there was no corrosion or damage to the battery cap or compartment. The issue was not resolved, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump failed to power on when a battery was inserted. The pump current draws were tested and found to be higher than specifications. The pump was opened and corrosion was found on the one of the circuit board components and was identified as an electrical short.